Manufacturer narrative:
The technician found that the spring that gives the release arm its tension was missing. He installed a new spring to repair the bed.

Event description:
Information received indicates the right head siderail could not be latched.